Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
The customer reported the nav ring is not moving. There was no patient involvement. The field service engineer (fse) confirmed the reported issue. The fse replaced the front bezel and the issue was resolved.